Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the pulse generator system, including the right ventricular and left ventricular leads were explanted due to the infection. A new right ventricular lead was implanted and the explanted pulse generator was used as an external temporary pacer. The patient was stable throughout the whole procedure.